Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Several attempts have been made to the customer to obtain additional information to update this complaint. However, despite our best efforts, no response has been provided. If additional information is provided at a later date, a supplemental report will be submitted accordingly.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) is in use it will suddenly stop go to standby and give an "intra-aortic balloon (iab) disconnected" message. There is no indication of a catheter leak and all connections appear secure. This has occurred several times. It was suggested to swap out the iabp and send it to the biomed to await evaluation. No adverse event has been reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the initial reporter is (B)(6). An abbreviation was used due to the full name exceeding the maximum character limit for that field. Further information has been requested, however, no further details have been provided at this point. If any details are provided in the future a supplemental report will be submitted.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) is in use it will suddenly stop go to standby and give an "intra-aortic balloon (iab) disconnected" message. There is no indication of a catheter leak and all connections appear secure. This has occurred several times. It was suggested to swap out the iabp and send it to the biomed to await evaluation. No adverse event has been reported.